Event description:
It was reported that a user in the first week of ilet pump use experienced a prolonged hyperglycemia to a cgm value of 339 mg/dl after a meal announcement followed by corrective insulin, after which the user developed hypoglycemia with a lowest cgm value of 40 mg/dl and a confirmatory fingerstick of 56 mg/dl; the user treated the low with approximately half a cup of orange juice and was advised to return to range before announcing dinner. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for oral glucose to treat the low. Troubleshooting and education were completed regarding treatment of low glucose and timing of meal announcement while the pump adapts during initial use. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component or device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.